Manufacturer narrative:
(B)(4).

Event description:
The pt was seen in clinic. The implantable neurostimulator was in a power on reset condition. The power on reset was cleared and the implantable neurostimulator was working fine afterward. Therapy was reprogrammed. After reprogramming, the pt experienced a loss of therapeutic effect; she did not feel stimulation in her foot. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.